Manufacturer narrative:
H3: analysis of pump (s/n (B)(6)) identified residue in the motor gear train. Wearing on the upper/lower shaft of gear number one/two and the rotor, and the teeth on gear wheel three were worn. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (14mg/ml at 6mg/day) and bupivacaine (1.4 mg/ml at 0.6mg/d) via an implantable pump for non-malignant pain and spinal pain. It was reported that they patient was awakened at approximately 3 am on (B)(6) 2021 by an unusual sound/alarm. They were unsure what it was. When they tried to go back to sleep the alarm sounded again and they identified it as their pump. At approximately 8am they notified their healthcare provider (hcp) and they instructed the patient to go to the emergency room. The patient lives on a farm and had to be sure all his animals were provided for. They did not arrive in the emergency room until approximately 5pm. The physician on call interrogated the pump and discovered a motor stall. The patient stated he was already starting to feel ¿bad¿; headache/nausea/increased pain. They admitted the patient to the hospital and they were started on an IV of dilaudid. They were receiving approximately 23 mg of IV dilaudid to keep withdrawal symptoms at the minimum. The patient described it as being ¿hell¿; when the patient was seen on (B)(6) 2021, prior to surgery, they said they were in a great deal of pain and their hands were visibly shaking/trembling. The patient said the withdrawal had been horrible even with the IV meds. The patient denies any external factors other than the pump was old and he was already scheduled for replacement on (B)(6) 2021.  The hcp completed pump replacement on (B)(6) 2021. The issue was reported to be resolved at the time of this report.  The patient's medical history was asked but unknown.  The patient was alive with no injury at the time of this report.